Event description:
Customer reported: a potassium chloride over infusion. A nurse started a secondary potassium chloride infusion at 0200 on (B)(6) 2012 and noticed the bag empty at 0314 on (B)(6) 2012. The nurse felt she programmed the correct rate and had the secondary infusion set up properly. Reporter did not know if any IV set leaks occurred or if the secondary infusion was infusing into the primary line. There was no patient harm and no report of medical intervention. Customer stated that no further patient/vent information is available.

Manufacturer narrative:
(B)(4). Although requested, devices have not been received. A follow up report will be submitted with failure investigation results should the devices be received for evaluation.